Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that the insulin pump alarmed compromised force system sensor and insulin squirted out during manual prime. The customer's blood glucose reading was unknown at the time of incident. The customer was advised that the device would be replaced and to return the product for analysis.

Manufacturer narrative:
The pump was received with operating currents within specification. The pump passed the unexpected restart, rewind, displacement and self tests. Unable to prime the pump during the prime test and the pump alarmed compromised force sensor system during the basic occlusion test due to a slightly loose drive support disk. The pump was received with a broken battery cap. The pump was received with minor scratches on the lcd window, a missing end cap sticker, a cracked case at the display window corners, a broken belt clip slot and a corroded battery tube.